Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This product is manufactured by zimmer biomet us, but is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(6) manufactures a similar device in the united states under 510k number k051496. Device discarded at hospital

Event description:
It was reported that the polymer package was not fully sealed and was leaking. There was no patient injury or delay in procedure.